Manufacturer narrative:
Follow up report 1 (additional information): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a false positive indicator, resulting in remote monitoring being disabled. In the presence of a behavior consistent with a high battery impedance, the device disables the remote monitoring feature to prevent the device from entering safety mode. With the available information, boston scientific concludes this device exhibited an unintended behavior associated with a software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited difficulties to upload data. Technical services (ts) reviewed the device information and provided recommendations regarding the transmission issue. Ts noted an automatic lead safety switch (lss) on the right atrial (ra) lead due to recorded high out-of-range pacing impedance measurements greater than 3000 ohms and oversensed noisy signals consistent with a possible lead fracture. Multiple atrial tachy response (atr) events were stored due to oversensing, and pauses greater than approximately two seconds were observed; however, no asystole occurred as the patient had intrinsic conduction. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited difficulties to upload data. Technical services (ts) reviewed the device information and provided recommendations regarding the transmission issue. Ts noted an automatic lead safety switch (lss) on the right atrial (ra) lead due to recorded high out-of-range pacing impedance measurements greater than 3000 ohms and oversensed noisy signals consistent with a possible lead fracture. Multiple atrial tachy response (atr) events were stored due to oversensing, and pauses greater than approximately two seconds were observed; however, no asystole occurred as the patient had intrinsic conduction. No adverse patient effects were reported. This pacemaker remains in service.